Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No prime anomaly was noted. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer was changing out the infusion set and the pump was stuck in a rewind loop. Customer's blood glucose level was 160 mg/dl. Customer stated that he was unable to exit the preparing to prime loop. Customer stated that he was stuck in a rewind complete/bolus delivery loop. Customer was advised to hold down the act button until they receive 2nd series of beeps and/or numbers on the display. Customer did not received any numbers. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.